Manufacturer narrative:
A customer in canada notified biomérieux of obtaining discrepant sample identifications between the first and second runs, in association with the vitek® ms instrument (ref. 410895; serial number (B)(6)). The first time the sample was run through the vitek ms instrument, the result was a single choice ¿ citrobacter koseri. The second run gave a single choice of enterobacter cloacae. The customer did not confirm the organism identification with an alternate testing method. Investigation fine tuning a biomerieux internal investigation into this report was launched. Review of the fine tuning indicators did not conform to specifications and the spot preparation was not optimal. Based on that information, the instrument results may not be accurate as proper fine tuning and correct spot preparation are a prerequisite for monitoring the system with vlink alert tool. Spot preparation quality at the time of the sample testing, the calibrator preparations were non optimal. The calibrator ¿all peak¿ value was heterogeneous. Knowledge base (kb) review the customer did not use any alternate test methods to confirm the organism identification, so the investigator could not confirm that the organism in question is included in the current knowledge base (v3.2) sample data analysis the suspected misidentification was obtained with a low number of peaks (41) which is near, but above, the acceptable limit of 30 for giving an ¿identification ¿result versus ¿no identification.¿ the low discrimination to e. Cloacae / e. Absuriae should lead to additional testing. The vitek ms knowledge base user manual kb v3.2 ref. 161150-924 - a, states: ¿additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification¿. After reprocessing the customers data with saramis v4.16 the following results were obtained: -no identification for first test -low discrimination result to enterobacter kobei - enterobacter asburiae - enterobacter ludwigi biomérieux recommended the customer prepare a new spot and re-run the sample. Based on that result, they might also need to confirm the organism identification by sequencing. Conclusion based on these findings, the most probable cause of the misidentification was a non-optimal fine tuning in conjunction with non optimal spot preparation. However, it cannot be proven because customer did not submit the strain for further investigation. Additionally, it was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique.

Event description:
On 21-oct-2020 a customer in (B)(6) reported to biomérieux that they obtained a misidentification of a microorganism from a patient's sample using vitek® ms instrument (ref. 410895; sn#: (B)(4)). The customer tested a suspension of the microorganism isolated from a patient's sample using their vitek® ms. They obtained an identification of citrobacter koseri (93.7%). The customer repeated the test on a second isolate from the same sample, using the same vitek® ms instrument. They obtained identification of enterobacter cloacae. The customer stated that the discrepant result did not lead to any adverse event related to the patient's state of health. (B)(4) was created to investigate this issue.